Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that catheter crossing difficulties were encountered. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 3.50x38mm promus element plus stent was advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with another 3.5x32mm promus element plus stent and no patient complications were reported. The patients' status was good post procedure. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Proximal stent damage was noted. A visual and microscopic examination found that the stent was slightly kinked in two locations, at the 15th and at the 19th most proximal rows. One strut on the 15th row was protruding outwards. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).